Manufacturer narrative:
The device involved in the event has not been returned for evaluation.(B)(4)

Event description:
During procedure, it was reported that onyx visibility was difficult to see under the fluoroscopeno patient injury reported.